Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic with routine follow-up, interrogation revealed the device was in backup vvi mode. The patient was not exposed to any sources of electromagnetic interference. The cause of the device backup was code corruption. The device was restored to normal function after a device firmware was installed. No adverse symptoms were reported.